Event description:
It was reported that within five days of implant, the right ventricular lead had very high thresholds with no capture and low sensing values. A revision was attempted, but the thresholds remained high. The lead was removed and found to have a lot of tissue on the helix. A new right ventricular lead was implanted. The patient had an extended hospital stay due to the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the proximal conductor was distorted. There was blood/body fluid (not obstructed) on the distal and proximal conductors. The inner insulation was kinked and buckled and the outer insulation was breached cut. There was blood in/on the helix/lobe mechanism including the sleeve head. There was tissue on the helix and the lead was stretched and had apparent explant damage.